Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), when removing the electrode pads from the packaging the gel adhered to the plastic packaging. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation; the gel was observed to be attached to the styrene. Visual inspection showed the front/apex pad was inside the package and folded onto itself with the conductive gel rolled into a ball on the front/apex pad conductive plate. Our investigation was inconclusive on how this may have occurred. Evaluation of the retains did not reveal any irregularities that would have contributed to the reported event. Analysis for reports of this type has not identified an increase in trend.